Manufacturer narrative:
A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected, no issues were noted. A handshake connection test was attempted. No issues were noted. The drive shaft, coil and sheath were inspected and no issues were noted. The burr was microscopically examined. The annulus was examined and was noted to be damaged. No issues were noted with the exposed brass on the plated back half of the burr. A test guidewire was inserted into the advancer without issue. The advancer knob could be advanced and retracted without issue. No issue was noted with the returned advancer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as 2134265-2016-03015. It was reported that a guidewire fracture occurred. A 1.25mm rotalink plus and rotawire were selected to treat the target lesion. During platforming, it was noted the rotawire broke in half. The physician took out the wire and placed another rotawire but the physician was unable to thread the rotawire through the rotaburr. The physician opened up another rotaburr. The procedure was completed with another of the same device. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-03015. It was reported that a guidewire fracture occurred. A 1.25mm rotalink¿ plus and rotawire were selected to treat the target lesion. During platforming, it was noted the rotawire broke in half. The physician took out the wire and placed another rotawire but the physician was unable to thread the rotawire through the rotaburr. The physician opened up another rotaburr. The procedure was completed with another of the same device. No patient involvement reported.